Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl; cause was unknown. Customer consumed food and juice to address bg level. Customer¿s bg level elevated to 123 mg/dl, and customer was ¿okay¿. Reportedly, the pump functioned as intended, and customer declined additional troubleshooting with tandem technical support.